Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012, a customer contacted roche diagnostics and reported a hypoglycemic event that occurred on (B)(6) 2012. Customer's mother called customer's name to see if she had gone to bed. Customer reported she heard her mother, but was not able to answer. Customer's mother tested the customer's blood glucose and the reading was 20 mg/dl at 1 :00 am. Customer was not able to self-treat, was given a glucagon injection by her mother. Customer uses a minimed insulin pump. The minimed insulin pump mentioned in this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).